Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to the patient not feeling pain relief. There was no harm to the patient and the case was successful.